Manufacturer narrative:
A review of the mfg and sterilization paperwork has been conducted. The review of the mfg and sterilization paperwork verified that this lot met all pre-release specifications. Please note: a gore propaten vascular graft (ht066080a/lot#2015619007) was the second device implanted. Expiration date- 07/11/2011/lot# 2015619007. MFR date: 09/2007/lot#2015619007.

Event description:
In 2007, two gore propaten vascular grafts were implanted in the axillobifemoral position in a female pt. The following month, pt presented with signs of infection. In 2007, both grafts were explanted. Three days later, a bilateral thoracic aorta to femoral bypass (MFR unk) was performed. To date (2008), pt is still in the hospital and stable.